Event description:
It was reported after puncture, a nurse found liquid leaking from the catheter hub of a bd pegasus¿ safety closed IV catheter system w/q-syte¿. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. The device returned was subjected to leakage testing at 45 psi, no leakage was detected as a result of this test. Additionally, the batch record also was reviewed, no related abnormalities were found. Unfortunately the root cause of this failure mode could not be determined without the ability to observe or replicate the reported issue.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after puncture, a nurse found liquid leaking from the catheter hub of a bd pegasus¿ safety closed IV catheter system w/q-syte¿. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported after puncture, a nurse found liquid leaking from the catheter hub of a bd pegasus¿ safety closed IV catheter system w/q-syte¿. There was no report of exposure, serious injury or medical intervention.